Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged of white powdery residue, unexplained dizziness, sinus infection, headaches and asthma. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and unknown whie debris consistent with dust found in blower outlet and on top of blower was observed. The manufacturer visually inspected the device internally and unknown debris on the inside of the bottom of the device was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer confirms the evidence of sound abatement foam degradation. There was no visible damage of the device which suggests that source of contamination was external to the device. Manufacturer was unable to confirm the complaint or address the symptoms specified. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient also alleged of white powdery residue, unexplained dizziness, sinus infection, headaches and asthma. Additional information was received on 18, nov 2024 and section b5 should be reported as: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR) section b2 was made other serious (previously it was blank) section h1 was changed from malfunction to serious injury section h6 health effect- impact code was corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.